Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms. Reportedly, customer keeps the pump in her pocket without a case. Customer had elevated blood glucose levels (+300 mg/dl). Customer resumed insulin and delivered a bolus to stabilize blood glucose levels.